Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic video-assisted thoracoscopic surgery (vats), when transecting the lung tissue, some of the staples were malformed. Some staples were not fully b-shaped, and some were c-shaped. Replaced by a new device to complete the case. No injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the loading units were partially fired. Staple pushers were noted at the 4 cm cut line. Protruding staples were noted distally from the note staple pushers. The clamping mechanisms were deformed. The loading unit anvils were bowed. Further inspection under the microscope noted damage to the knife blades. Functionally, the loading units were loaded into a post market vigilance instrument, the interlocks were overridden, and the loading units were applied to test media. All remaining staples were. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.